Event description:
The customer reported via phone call that they have been experiencing high blood glucose. Customer stated that the insulin pump has been malfunctioning; customer is unable to control the blood glucose level and due to ketones, the customer has an infection. Customer stated that blood glucose the day of the call, went up to 585 mg/dl and after treating with both the insulin pump and manual injection it went down to 495 mg/dl. The customer also mentioned being hospitalized a while back and had already called to document it. Customer declined troubleshooting. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.